Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Batch review performed on 18 march 2015: lot 121957: (B)(4) items produced and released on 24 october 2012. Expiration date: 2017-09-30. No anomalies found related to the issue. To date, (B)(4) items have been already sold without any similar problem. On 16 march 2015 the medical affairs made the following analysis: from the postoperative xray, the screw that is designed to offer additional safety to insert locking appears to be tightened incompletely. This cannot be determined with absolute certainty but judging from the uncovered threads it is very likely the case. From the case report, the screw has been taken off arthroscopically, and apparently during arthroscopy the insert appeared to be positioned incorrectly. It is very realistic that these problems have originated from an incorrect insert positioning and screw tightening during the first documented surgery. After revision the screw appears to be placed correctly; no report of component damages have been received, hopefully the articular surfaces of the femoral component have been visually inspected during arthroscopy. The most likely root cause of this result are surgical difficulties, not originated by device defects.